Manufacturer narrative:
Product analysis :analysis confirmed software issue needs reconfigure and reload. Confirmed upper hinges worn. Needs new upper hinges. Due to excessive contamination and corrosion this device needs to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to load software. In addition, the display screen was broken and could not keep up. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.